Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician suspected premature battery depletion. The pulse generator was explanted. The patient was in good condition post procedure.